Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services the device failed the 30 psi occlusion pressure test, alarming 17.07 psi, which is below the specified acceptance range of 22¿38 psi. The failure mode was confirmed. A review of the device¿s serial number history identified one similar complaint. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi occlusion calibration value from 401 to 302, after which the device met specification. No patient involvement was reported. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services the device failed the 30 psi occlusion pressure test, alarming 17.07 psi, which is below the specified acceptance range of 22¿38 psi. The issue was successfully resolved by recalibrating the 30 psi occlusion calibration value from 401 to 302, after which the device met specification. No patient involvement was reported.